Event description:
It was reported that the device experienced a non-critical memory parity error during a carelink session. The parity error was caused by a carelink request to read an unused memory location that likely had a bit flip. This in turn caused a power on reset and terminated the carelink session prior to finishing the interrogation. Despite a follow-up attempt, the device status could not be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.